Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. 7 days ago the patient started getting "electric shocks" . The patient stated the device was going "crazy" . The patient had tried to change programs but there was no difference. The patient turned stim off 2 days ago but she was still getting shocks and they were lasting longer and getting more painful as time went on. The patient was feeling shocks while standing - sitting - getting out of the car. No events / traumas were reported. The patient's doctor was on vacation and there was no one else trained in the office. The patient asked for manufacturer's representative be paged. Physician listing information was requested. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v107144, implanted: (B)(6) 2009, product type: lead. (B)(4).